Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right popliteal artery. After a 4.5f non-boston scientific (bsc) was inserted and a 0.014 inch non-bsc guidewire was crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon. There were no patient complications reported and the patient condition was good post procedure.

Manufacturer narrative:
(B)(6).